Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. (B)(4).

Event description:
It was reported the patient the patient developed an infection. The patient was hospitalized due to a pocket infection, and underwent a pocket revision. The physician considered the event resolved. The physician had no complaint with the product. The product remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.